Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 3.75mm x 15mm maverick 2 monorail balloon catheter was advanced to the unspecified target lesion. On the first inflation the balloon reached 10 atms and ruptured. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications have been reported and the patient's current condition is good.